Manufacturer narrative:
(B)(4).

Event description:
It was reported that high capture threshold was observed when the asymptomatic patient presented in clinic for routine follow up. The lead was explanted and replaced when repositioning was unsuccessful. There were no complications and patient was stable after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.